Event description:
As reported by the user facility (translation of user facility information by (B)(4)): over infusion: programmed infusion end three hours earlier. Reference MFR report 9610825-2014-00245.